Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that their upper aligner has cracked and is cutting their mouth when they wear them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.